Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was grinding and had vibration. Therefore, the reported condition was confirmed. It was further reported that the cutter device could not be inserted and the bearings/locking components were worn. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the attachment device was vibrating and grinding. During in-house engineering evaluation, it was observed that the cutter device could not be inserted into the device and the device had worn out bearings. It was not reported if there were any delays in the surgical procedure, or if an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.